Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application became frozen and adverse event occurred. The patient stated that as a result of the g5 mobile application freezing a hypoglycemic event occurred. The patient's land lord found the patient and administered insulin at 9am. The patient's land lord called the paramedics. The paramedics arrived and administered intravenous fluids and took the patient to hospital. The patient was released later on that day. At time of contact the patient was recovering. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, upon rereview of the customer complaint, the patient stats that their landlord administered glucagon for treatment, not insulin. No further patient or event information is available.